Manufacturer narrative:
Patient with bilateral total knee implants is experiencing a rash, itching, swelling, and redness due to a potential allergic reaction. Allergy testing is scheduled. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with bilateral total knee implants is experiencing a rash, itching, swelling, and redness due to a potential allergic reaction. Allergy testing is scheduled.